Event description:
It was reported that a pt underwent an open ventral hernia repair with mesh in 2007. The pt returned to the surgeon on an unk date and it was noted that the hernia had recured. In 2009, the surgeon performed another open ventral hernia repair. It was noted when the pt was opened that the mesh had split down the middle. The surgeon removed the mesh and placed a different mesh to complete the case. There were no pt issues following the second procedure.

Manufacturer narrative:
Date sent to the FDA: 10/27/2009. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.